Event description:
It was reported that during a da vinci-assisted gastrectomy (distal) surgical procedure, the harmonic ace firing sequence was cancelled due to damaged blade during activation. The instrument was removed from the patient for inspection. The damaged blade parts were found outside of the patient. The customer confirmed that there was no fragment fell inside the patient's body. A backup harmonic ace was used to continue; however the instrument failed to be recognized. The customer tried to reassemble the handpiece and tested the instrument again but the issue remained the same. The customer continued the procedure with a backup vessel sealer extend (vse). The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found the primary failure of broken blade to be related to the customer-reported complaint. For clarification, the instrument was found to have a blade broken. The blade broke at roughly .058¿ from the base. The broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples. Clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Common causes of the failure mode broke. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated.